Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient has painful knee with limited motion. Doi: (B)(6) 2014; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  (No code available (3191) is used to capture the surgical intervention). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. On (B)(6) 2014, the patient underwent a right knee manipulation under anesthesia due to pain, discomfort, stiffness, swelling, and arthrofibrosis. No products were revised during the procedure. On (B)(6) 2018, the patient underwent a right knee revision due to stiffness and tibial tray loosening at the cement to implant interface. The patella was not revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2014. Doe: (B)(6) 2014. Dor: (B)(6) right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.